Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted ¿there was extensive bowel adhesions to the mesh. The patient had extensive abdominal adhesions and due to her preoperative complaint of abdominal distention, nausea, vomiting and abdominal pain after eating, he performed extensive lysis of adhesions.¿ it was reported that the patient experienced severe pain, nausea, vomiting, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.